Manufacturer narrative:
The device is expected to return for analysis. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was treat a mildly tortuous, mildly calcified de novo left anterior descending artery. A 3.0x48mm xience xpedition reached the lesion; however, the stent balloon failed to expand. Another xience xpedition of the same size was used to successfully complete the procedure and achieve timi 3 grade flow. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely handling and/or manipulation of the device during the procedure caused the noted outer member stretching and subsequent outer member tear. Additionally, the reported activation failure likely resulted from the noted outer member damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.